Manufacturer narrative:
Results: 90% stenosis <(>&<)> severe calcification, stent deformation, stent. Conclusion: stent deformation, 90% stenosis <(>&<)> severe calcification. (B)(4).

Event description:
The physician intended to treat a lesion in the rca which exhibited severe calcification, 90% stenosis and was none tortuous. This lesion had previously been resistant to treatment. Resolute integrity stent was removed from packaging as per IFU, inspected with no issues noted. Resistance was encountered when advancing the device however excessive force was not used during advancement. It is reported that the stent dislodged in vitro on removal of the device from the patient following failure to cross the lesion. The device had been removed for inspection following the failure to cross when dislodgement occurred. A second resolute integrity was removed from the packaging as per IFU and inspected with no issues noted. Again the stent was unable to cross the severely calcified lesion and on removal stent was noted to be damaged. Resistance had been encountered but no excessive force was applied to the device. Procedure was completed with a successful 2.50mm balloon angioplasty and no injury to the patient reported. Evaluation summary: the stent was returned on its own without the rest of the device. The stent is slightly pinched and segments are misaligned with raised struts.